Event description:
It was reported by service report that the weld is broken on the spindle and litter frame. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: broken spindle and litter weld.